Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Allegedly, at the conclusion of a lithotripsy procedure it was noted that the pt was not reviving. They initiated a code blue but hospital personnel were unable to revive pt; he expired. The pt had a pre-existing condition of severe heart disease; this was addressed with the implantation of a pacemaker 2 years prior to this event. The family declined an autopsy, so the hospital could not draw an absolute conclusion on what occurred, but they believe that he suffered a myocardial infarction while on the table and that a combination of the age of the pt and pre-existing heart condition caused the heart attack. Lithotripsy unit functioned well; hospital did not believe it was a factor in death.

Event description:
It was reported that the pulse generator exhibited two low lead impedance alerts for measurements less than 100 ohms out of clinic. During interrogation in clinic, lead impedance measurements were normal. The alert was turned off.